Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that at the beginning, the er320 clips didn't hold well and the handle is broken. After pressing the activation, clips are changing direction in jaws. A competitors device was used to complete the case. There was no consequence to the pt.